Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The following cosmetic damage was noted: cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and broken belt clip slot.

Event description:
Customer's mother reported via phone, the insulin pump had alarmed button error. Customer was attempting to bolus, she held the down button, and it alarmed. Customer's blood glucose was 223 mg/dl. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.